Manufacturer narrative:
The reported high impedance was not confirmed. As received, the ipg displayed the ¿replace generator error¿. The uep inductive tool showed eri and eol time stamps had been logged. The device was running the therapy application. Once the eri and eol time stamps were set to zero, the ipg functioned as intended. The returned ipg, passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. No impedance discrepancies were observed. The lead in question was not returned; as such, the root cause of the high impedance could not be determined.

Manufacturer narrative:
The report that the ipg was at eol was confirmed. Analysis of the returned ipg found the device declared elective replacement indication (eri) and end of life (eol). A longevity calculation confirmed normal battery depletion based on average device usage.

Event description:
New information received states that the device was explanted due to end of service and not high impedance issue.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during procedure, high impedance issue was observed on the implantable pulse generator (ipg). As a result, the ipg was explanted, and a new ipg was implanted. There were no complications during the procedure. Patient was stable.